Manufacturer narrative:
The solitaire stent has not been returned for evaluation; therefore, product analysis cannot be performed. The device was not returned; therefore, the reported event could not be confirmed. The cause of the event cannot be conclusively determined from the provided information. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that solitaire x felt resistance and strut broken during the procedure. The patient underwent thrombectomy treatment for a stroke. Nihss 18 and tici 1 as baseline. It was reported that resistance in the distal end of the catheter experienced during recapture of a solitaire stent that was deployed. After removal from the patient the solitaire appeared damaged as evidenced by frayed wires near the connection point of the solitaire and delivery wire. The physician reported that it looked like the delivery wire and filament separated. The solitaire was replaced, and the procedure was completed without further issue. The patient did not sustain any harm or injury during the procedure.

Manufacturer narrative:
The solitaire x revascularization device was returned within a towel and without an introducer sheath. The unknown microcatheter involved in the event was not returned for analysis. The solitaire x revascularization device was decontaminated. The ptfe shrink tubing was found accordioned at the distal end. The shrink tubing was also found peeling at the distal end. The finger markers were examined within the introducer sheath and found to be aligned properly. The stent was pushed out from within the introducer sheath without issue. No bends or kinks were found with the pushwire or marker coil, however, the marker coil was pushed up against the attachment zone. Visual inspection showed no irregularities outside of the attachment zone. The stent non-working and working length struts were in good condition. No damages were found with the finger markers. No other anomalies were observed. The solitaire x could not be used for a resistance testing due to its damaged state, as it will not retract within in-house introducer sheath, and its original introducer sheath not returned. Based on the device analysis and reported information, the report of ¿resistance during delivery¿ was confirmed. Evidence of resistance was found: the ptfe shrink tubing was found accordioned and peeling and the marker coil was shifted up towards the attachment zone. Possible cause for resistance are incompatible catheter, damage to catheter, patient vessel tortuosity, user uses same micro catheter with multiple solitaire devices, user does not maintain continuous flush (or incorrect flush rate), rhv loose during delivery, or introducer sheath damaged. As the microcatheter and introducer sheath were not returned, any contribution of the micro catheter and introducer sheath towards the failure could not be confirmed. As the model and lot numbers were not identified, compatibility could not be assessed. The customer report of ¿teardrop strut damage/broken¿ could not be confirmed as the entire stent struts and marker fingers were found intact. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.